Manufacturer narrative:
H10. Related: report 2 of 2. H11. Additional manufacturer narrative- additional information added. Report 1 of 2. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Event description:
Revision operative report-post operative diagnosis: periprosthetic osteolysis of internal right knee joint. Patient revised to competitor¿s devices. Patient presented with significant mechanical loosening and instability, this was refractory to comprehensive non operative management due to extensive polyethylene wear and osteolysis. Femur was removed with gentle manual pressure as it was grossly loose; the tibia was removed with revision saw and osteotomes minimal bone loss. Patient was transferred to the recovery room in stable condition. There is no additional information available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason the revision reported in cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal team, approximately eleven years post initial bilateral tka, the 71 year old male patient presents with significant mechanical loosening and instability of his right primary total knee prosthesis. This was refractory to comprehensive nonoperative management due to extensive polyethylene wear and osteolysis. Patient was revised to competitor's devices. Patient was transferred to the recovery room in stable condition.